Manufacturer narrative:
Batch review performed on 27 december 2021. Lot 183062: (B)(4) items manufactured and released on 26-june-2018. Expiration date: 2023-jun-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 1 month and 12 days after the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly swap. The surgery was completed successfully.